Event description:
Pt had MRI scan and hcp reports pt "felt some issues" during the scan. Hcp clarified stating pt said that it "kinda felt like stimulation going down his hands". Hcp states MRI mode was activated prior to the scan, confirmed full body conditional and all the conditional MRI scan parameters were met.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.